Event description:
Customer reportedly obtained a result of 120mg/dl on the aviva system while a professional device produced a result of 40mg/dl. Customer had drunk 2 containers of juice prior to the comparison. No adverse event reported. Requested return of suspect system for evaluation.